Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(4).

Event description:
Healthcare professional reports the history of a (B)(6) year old female patient sustained a skin flap injury to shin some months ago which failed to progress. Previously the wound has been dressed with a competitor dressing, but the skin became red and inflamed with a scalded appearance. The dressing was discontinued and replaced with a dressing pad and retention bandage and the skin settled. Approximately 3 weeks ago the regimen was changed to aquacel foam adhesive dressing ( a foam dressing with a silicone adhesive) and after two dressing changes (2 x 3 days) the patient's skin became red and scalded in appearance under the dressing. A course of antibiotics was prescribed. The dressing was replaced with a dressing pad and a retention bandage and has now settled down although the wound as before has not healed.